Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the monopolar curved scissors instrument to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a "damaged insulation on the shaft" upon inspection. No further information was provided related to the damage. It is unknown if the damage was on the mcs tip cover accessory. The planned procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and was found to have scratch marks/abrasions on the brown laser-marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. The tube extension scratch marks measured roughly 2.15mm x 11.50mm. No material was missing. Additionally, isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting the procedure, post-anesthesia and after port placement. The part that was damaged was the instrument cable/shaft insulation. The procedure completed with a backup instrument.